Event description:
Implant date: (B)(6) 2022. It was reported that leading and trailing haptics did not fold as per IFU. Also a capsular rupture and an explantation were reported. The iol was replaced during surgery. No permanent or negative impact on the patient's health is expected.

Manufacturer narrative:
This initial emdr is being submitted to FDA for outside us like products reporting. "Posterior capsule rupture" is indicated as a potential adverse event related to iol implantation in hoya IFU covered under the warnings section. Manufacturer's codes for patient health effects (clinical and impact), and device problem and component have been entered in this report. Manufacturer's codes for investigation type, findings and conclusion are pending the completion of the product investigation. Once the investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for investigation type, findings and conclusion.

Manufacturer narrative:
This follow-up #1 emdr is being submitted to FDA for a reportable event that occurred outside of the USA. The report includes corrected information and additional information not available/included in the initial report. Corrected information: d9 - corrected to no. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for corrected information and additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6); model: pc60adse). The exact root cause of the event was not determined. However, based on available information, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Implant date: (B)(6) 2022: it was reported that leading and trailing haptics did not fold as per IFU. Also a capsular rupture and an explantation were reported. The iol was replaced during surgery. No permanent or negative impact on the patient's health is expected.